Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device passed the rewind, basic occlusion, excessive no delivery and displacement tests. The functional test could not be completed due to the prime anomaly. The motor was tested outside the device and passed. No motor error alarm noted. The device also had cracked battery tube threads, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that his blood glucose has been higher than normal. The customer stated that he used to wear the infusion set for 3 to 5 days and the doctor told him to change it every 2 to 3 days. Blood glucose value was 115 mg/dl. Troubleshooting was performed and the insulin pump alarmed motor error during fixed prime when performing the high pressure test. Blood glucose value at the time of the alarm was 179 mg/dl. The device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind and prime. The insulin pump passed the self-test and displacement test. The motor error alarm occurred once in 30 days. The device was returned for analysis.